Manufacturer narrative:
One 8f fast-cath introducer and one 8f transseptal dilator were received for eval. The introducer was tested for leaks using pressure and submerging the introducer in water; no leak was detected. No aspiration was detected through the side port. The hemostasis cap was removed and the seal was examined. Microscopic examination of the seal revealed no anomalies. Review of the device history records confirmed this lot met mfg requirements prior to shipment. The root cause classification cannot be determined as no anomalies were noted during investigation and the device met spec.

Event description:
It was reported during a ventricular tachycardia (vt) ablation procedure, an air embolism occurred due to a leak in the hemostasis valve of the introducer. A fast cath transseptal introducer and brk transseptal needle were used to access the left atria. The dilator was removed from the sheath and the physician was aspirating from the introducer when air was visualized in the sideport of the introducer. The physician stated an air embolism occurred and the pt became bradycardic and developed chest pain with st segment changes note on the EKG. The introducer was removed from the pt and replaced with a device from the same model number. Angiography of the pt's coronary arteries was performed by an interventional cardiologist from the existing arterial access with no abnormalities noted. The pt's chest pain was relieved with the use of narcotics. The pt stabilized and the procedure continued using a non st jude medical catheter and mapping sys. After a significant amount of ablating with a non st jude medical catheter near the end of the procedure, a small pericardial effusion was noted, requiring no medical intervention. Following the procedure, the pt was transferred to ccu for observation. There were no neurological deficits noted from the event. The current status of the pt is listed as stable.